Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Additional information received noted the patient's last device check had been on (b)(6 009 at the nursing care facility and was reported to be normal.

Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary testing revealed no atrial output. Further testing revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of memory dump data revealed the device lead impedance measured opens on (B)(4), 2010. There is no data to determine the explant date unless further information becomes available.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Preliminary testing revealed no atrial pacing output when device programmed dddr 60bpm bipolar mode. Further testing revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of memory dump data revealed the output opened after explant and the device lead impedance measured open on (B)(6), 2010.